Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 472 mg/dl at the time of the incident. Customer declined to do the troubleshooting and said she knows what to do about it since she checked it after she had her meal. The device will not be returned for analysis.